Manufacturer narrative:
On 08/13/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. During evaluation a rent was observed on the posterior aspect, measuring approximately 3.6 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/24/18, it was reported to mentor that the device history record (DHR) of lot number 5545522 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 5547577, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The left breast implant deflation has been reported separately. The right breast deflation took place during the explantation procedure on (B)(6) 2018. It was deflated by the surgeon and it is unknown whether the implant was already deflated. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 425cc on (B)(6) 2018.